Event description:
It was reported that the patient was revised approximately seventeen years post-implantation due to corrosion and alval. A new cup, liner, and head were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00631005632 lot# 60721833 liner 10 degree elevated rim 32 mm i.d. Cat# 00620005622 lot# 600750661 shell porous with cluster holes 56 mm o.d. Cat# 00625006530 lot# 60771821 bone screw self-tapping 6.5 mm dia. 30 mm length. H6: proposed component code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.